Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had continuous beep sound after switching. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) observed that system is giving continuous beep sound when system is switched on. Checked power supply board, main board & solenoid driver board still same problem. Problem suspected with display controller & motor controller board to cross check. Replaced new display controller board & keypad controller board then checked system it is started working. Then checked everything it is working fine and ready to use.